Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. A surgical procedure was done to reposition it, but it was not possible to reposition it. The patient was hospitalized and will be sent to a center for a procedure to explant this lead. This lead was electrically deactivated. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.

Manufacturer narrative:
After many attempts to get additional information about this issue, there was no further information available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.